Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose/protruded drive support disk. The motor was tested outside of the device and passed.

Event description:
The customer reported via phone call that the insulin pump got motor error alarm. The blood glucose level was 181 mg/dl. The insulin pump will be returned for analysis.